Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low. Customer consumed one tablespoon of sugar and bg level stabilized within 30 minutes. Reportedly, customer's low bg was caused by incorrect carb counting or incorrect insulin dosing. Customer stated bgs fluctuate at times and health care provider is performing basal testing to ensure pump settings are correct. Customer indicated that pump is performing as intended.